Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found inside the pump. Pump received with scratched lcd window. Device was received cracked case display window corner. Device was received with cracked reservoir tube lip. Pump received with cracked reservoir tube. Device was received with cracked lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 191 mg/dl. Troubleshooting was performed. The device was returned for analysis.